Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the u.s.a. Stating that the device had hose damage. It is known that the event did not occur during surgery. However, it is unk if there was any pt or user injury or medical intervention reported related to this occurrence. No add'l info is available.